Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fibers were wet with indication of blood exposure. Coagulated blood was observed between the screw flanges and polyurethane (pu) cut surface on both ends of the dialyzer. Gross visual examination of the device identified a horizontal crack on the polycarbonate housing near the knit line measuring 0.5 inches at approximately 300 degrees (with the dialysate ports at 0 degrees). The dialysate/blood ports were undamaged and without defect. The screw flanges were undamaged and were fully engaged on the housing threads. The polyurethane material was distributed evenly and was noted to be intact, without any visually identifiable inconsistency. Inspection of all molded components did not isolate any defects which may have caused an improper mating between parts. No kinked, broken, looped, or damaged fibers noted on the circumference of the fiber bundle. The complaint sample could not be subjected to a laboratory bubble point test as pressure could not be maintained due to the crack on the polycarbonate housing. The dialyzer was then subjected to destructive disassembly for further visual examination. Subsequent to disassembly, a broken fiber was identified on the non-cavity ID end, near the dialysate ring, at 330 degrees (with the dialysate ports at 0 degrees). The inferior surfaces of the polyurethane (pu) were examined for voids; no voids were noted. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The dialyzer was bio-hazardous as evidenced by the blood noted on the returned complaint device. As such, testing (e.g. Pyrogen testing, sodium clearance, and performance testing) could not be performed due to the possibility of cross contamination between departments at the manufacturing facility. Although a crack was identified on the polycarbonate housing and a broken fiber was noted in the fiber bundle, follow up with the complainant indicated that no internal/external leaks were observed during treatment. Therefore, it is presumed that this crack and broken fiber occurred during storage of the complaint device in the refrigerator by the complaint facility and/or during shipment to the manufacturing facility for evaluation. Based on the investigation, and the event details as provided by the user facility, there is no indication that the fresenius dialyzer caused or contributed to the patient adverse event.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department received medical records associated with the reported event. Both a clinical investigation and plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
A registered nurse (rn) from the hospital reported that a patient was found to be unresponsive with approximately one hour remaining until completion of the hemodialysis (hd) treatment. The patient, noted as being a chronic hemodialysis user, was receiving hd therapy in the intensive care unit (ICU) when the patient was observed to be in cardiopulmonary arrest. The treatment was terminated, and then cardiopulmonary resuscitation (CPR) was initiated by the code team. The nurse indicated that the patient's catheter was able to be flushed, but the patient's blood was not able to be rinsed back from the extracorporeal circuit. The patient's estimated blood loss was approximately 300ml. Furthermore, the patient received a heparin 1000u bolus pre-treatment, and then 500u every hour while being dialyzed. Follow-up information was provided which revealed that venous pressure high alarms occurred during the treatment as a result of the patient continuously lifting the access arm above their head. However, no venous pressure high alarm was present at the time of this event. Reportedly, the patient was undergoing an abdominal ultrasound, for an unknown reason, when the stenographer observed the patient to be unresponsive. Following this event, the patient was intubated. The patient's current condition is not known, but the nurse was able to confirm that the patient has received follow-up hd treatments with no further issues. The patient remains hospitalized. A fresenius regional equipment specialist (res) performed an on-site evaluation of the 2008t hemodialysis machine. No problems were identified; the unit was returned to service at the user facility. The dialyzer and bloodline are available for evaluation by the manufacturer. No samples of the acid/bicarb in use during the treatment are available for analysis.

Manufacturer narrative:
Although the complaint device was originally reported as an optilfux f160nre dialyzer, an optiflux f200nre dialyzer was returned to the manufacturer. The registered nurse (rn) at the user facility who packaged the complaint device for return confirmed that the dialyzer received was the complaint device. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The medical record revealed that the CT scan of the chest was positive for a pulmonary embolus left upper lobe pulmonary artery. Additional findings show areas of the lungs with bilateral edema and/or infiltrate. The medical record confirmed that the patient has multiple co-morbidities as well as documented noncompliance related to her hypertension and diabetes. There is no allegation that a device malfunctioned occurred. According to the hemodialysis (hd) registered nurse (rn), the machine had not alarmed when patient became unresponsive. The machine did alarm at least once during treatment for high venous pressure, which the nurse attributed to the patient continuous raising of access arm. Medical records did not contain md or rn progress notes, hd treatment orders or treatment sheets, medication administration record, or a discharge summary. Based on a review of both patient medical records and customer contact information, there is no documentation that indicates a causal relationship between the fresenius bloodline and the cardiopulmonary event.

Event description:
The continued course of medical treatment through discharge including successive hemodialysis treatments are unknown. Based on the additional medical record received (B)(6) 2016 from the hospitalization it is known that the patient was eventually discharged (date unknown) to select specialty hospital for long-term rehab. The other information included in the medical record is not relevant to this event. Follow-up information was provided by the user facility which revealed that the received optiflux f200nre dialyzer received at the manufacturing plant was the dialyzer in use at the time of the event. Terra denied a blood leak during the treatment. No damage or irregularities noted to the dialyzer housing. Additionally, there was no malfunction of the dialyzer during the treatment.